Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had replaced the battery 6 times now and the insulin pump was not accurately reading the insulin. Customer also had power issue alarms. Customer's blood glucose was 14 mmol/l at the time of the incident. Customer was explained that the internal power source in the pump was unable to charge. The pump was operating on the aa battery only. Customer's blood glucose was 18.8 mmol/l after breakfast. Customer was advised to clear the power error and to remove the battery from the pump. Customer was able to clear the error and was advised to monitor the pump. Customer was advised to call back if the error recurs in the next 4 hours. Customer was advised to try to shake the pump. Customer stated that there was a soft rattling sound. Customer thinks it may be the belt clip. Customer agreed to follow the troubleshooting steps.